Event description:
The device was implanted within the left subclavian, on 9/27/96, for infusion of tpn and navelbine for use in the pt's treatment of cancer. On 3/6/97, the facility nurse contacted a MFR nurse with the following report: on 12/26/96, the pt experienced pain and discharge at the device site. A chest x-ray (cxr) on 12/26/96 showed the device catheter in the appropriate position and contrast study noted no extraversion. The pt developed left shoulder and left upper chest pain with redness over the area and extending to the left neck after receiving a blood transfusion on 12/27/96. On 12/28/96, the pt's temperature increased on 101.5f, at which time the pt was admitted to the hosp to rule out central line sepsis. Antibiotic prescription was initiated. On 12/28/96, a cxr showed a "stable left subclavian venous catheter" and an ultra sound showed no evidence of venous thrombosis. However, following an extravasation on 1/2/97, a contrast study done to evaluate patency showed an occlusion "throughout the major portion" of the device catheter, and an extravasation near the stem of the device. The device was explanted on 1/3/97. Following a week of continued antibiotic therapy at home, a new device was implanted within the right subclavian on 1/10/97. The surgeon noted at the time of device explant on 1/3/97, that the catheter tip had "some adherent clot" and when the device was flushed it leaked approximately 5cm from the hub "which would correspond to the site where the catheter would lay between the first rib and clavicle". The device was stated to have been discarded and is therefore unavailable for evaluation.